Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for pprox press verify. The device was recalibrated and retested, but the repair test failed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed testing for pprox press verify. The device was recalibrated and retested, but the repair test failed. Failed test investigation performed and it was found that the flow straightener in the flow sensor assembly had physical damage which caused the test failure. The flow sensor assembly was replaced to address the issue. Device retested and passed all tests.